Event description:
It was reported that the pump had a defective plunger assembly and force sensor. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders, the right plunger case was broken, the plunger case seal was missing, and the battery door was cracked. A review of the event history log identified force sensor test and check syringe plunger sensor in the history. Functional testing was performed using the power up process and checked force sensor reading test and was able to duplicate the reported issues. The root cause of the issue was caused by the customer's incorrect assembly of the device. Rebuilt the plunger assembly(replaced right plunger case and plunger case seal) and replaced the plunger cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).